Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were assisted with emergency services low blood glucose level on (B)(6) 2021. Customer blood glucose level was 34 mg/dl. Customer stated they passed out and insulin pump was on and off. Customer stated they took insulin pump off and blood glucose was in 500 mg/dl. Customer was treated with glucagon. Customer current blood glucose level was 252 mg/dl. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was not active at the time of low blood glucose event. Customer alleged the insulin pump was over delivering because they possibly were getting insulin without the insulin pump delivering it. Insulin was squirting out. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.